Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 19.310 psi, which is outside the acceptable range of 22¿38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 209 to 185 recalibration, the device passed the 30 psi occlusion pressure test with a measured value of 23.930 psi, which is within specification. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion pressure test, recording a pressure of 19.310 psi, which is outside the acceptable range of 22¿38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30 psi calibration value from 209 to 185 recalibration, the device passed the 30 psi occlusion pressure test with a measured value of 23.930 psi, which is within specification. No patient involvement was reported.